Manufacturer narrative:
It is unclear if after 10 months the result of the blood lead levels represent a falsely suppressed result on the first test, or whether the clinical situation truly changed in the 10 months between the two draws. Out of an abundance of caution, this event is being filed as reportable. Late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on 29jun2017.

Event description:
Customer reported testing a child 10 months earlier with an original blood lead level of <3.3 ug/dl. Not clear if the original sample was venous or capillary sample draw. An external lab test venipuncture was also done for blood lead, and the level came back as 10.8 ug/dl. This would constitute a false suppression of blood lead level, however the external lab value was the value used for clinical decision making.